Event description:
CT fluoroscopic scanning was repeated intermittently. After approx 160 individual exposures, an error occurred that prevented further scanning. The system was restarted and the procedure was completed successfully.